Event description:
While being transferred from bed to wheelchair, resident might have kicked bed siderail with her right leg. Resident very combative; resistent. Sustained 5" long deep cut on lower right leg which required 14 stitches at local hospital emergency room. Possible device implication in incident outgrowth vof august 18 accident and incident committee assessmentdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.